Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter and post procedure the doctor put catheter out of the patient and saw that the catheter was charring on the tip of the catheter. There was no error on the system. The physician confirmed that no other issues occurred outside of char, but that the char was excessive for their standard and posed a potential risk. No patient consequences were reported.